Event description:
During evaluation of a returned homechoice device, a high drain error 106 (night drain cycle six) alarm was identified in the log. The alarm occurred on (B)(6) 2012 at 11:31:15. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. If any additional relevant information is received, a follow-up report will be sent.